Manufacturer narrative:
Replace with concomitant medical products: icf09b45, lead, implanted:(B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri). The right ventricular (rv) lead exhibited undersensing, low impedance and noise. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.